Event description:
On (B)(6) 2014, the reporter contacted animas regarding a pump issue. The patient was reportedly experiencing high and low blood glucose levels of unspecified numbers with no reported symptoms, which does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/25/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/11/2014 with the following results:a review of the pump¿s history showed that the last basal delivery and last bolus were on 03/20/2014. No alarms related to the complaint were in the alarm history; only normal use was observed. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump successfully passed a delivery test and was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.